Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower stomach pain') in a (B)(6)-year-old female patient who had essure (batch no. 740859-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood cholesterol increased and rheumatic fever. In 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vag. Infection"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine headache"), pollakiuria ("frequent urination"), alopecia ("hair loss") and menstrual disorder ("abnormal periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (((will be removed (B)(6) 2020)). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, fatigue, headache, vaginal haemorrhage, migraine, pollakiuria, alopecia, weight increased and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pollakiuria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date:- 2008 and (B)(6) 2010. Have you had your essure (or any part of the device) removed? No ((will be removed (B)(6) 2020) the left side showed 2 coils and right showed 4 coils. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion no patency of fallopian tubes bilaterally. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event: frequent urination, lower stomach pain,migraines / headaches, hair loss, weight gain, abnormal menses, lower stomach pain were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.